Manufacturer narrative:
Corrected data: see d.10. & g.1. Manufacturer narrative: the reason for this revision surgery was reported as to remove an antibiotic spacer once the previous infection had cleared. The previous surgery and the surgery detailed in this event occurred 9 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the products that may have contributed to the reported event. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery to remove an antibiotic spacer once the previous infection had cleared. No further information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the previous infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside the control of djo surgical. Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - went to do primary surgery, found the patient had an infection. Surgeon opted to put in a bi-polar using a lot of antibiotic cement to help clear the infection. Once the infection was cleared, pulled all out and put in a total hip.